Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under evaluation.

Event description:
The user facility reported that angio-seal device was bent. The following information was provided by the user facility: came out of package with introducer/delivery sheath bent inward pre-treatment. No patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to select required intervention to prevent permanent impairment/damage (devices) in outcomes attributed to adverse events and provide additional event information in describe event or problem.

Event description:
Additional information was received on june 27, 2017. The procedure outcome was reported to be successful, but major bleed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to 1) provide the evaluation results. This report is being submitted as no. 2 in place of no. 1. Report is saying no. 1 is a duplicate when a follow up no. 1 has not been submitted. One 6f angioseal vip was returned for evaluation. The arteriotomy locator and hemostasis sheath was returned. The locator was kinked at the blood inlet holes of the tube. Visual inspection revealed no other damages any other anomalies except the kinked tube at the blood inlet holes. The locator outer diameter was found to be 0.0912". All measurements were confirmed to meet manufacturer specification. The exact cause of the event cannot be determined but it may be likely that forceful removal of the device from the packaging tray may have contributed to this reported event. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.